Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is two of two for the same patient on subsequent dates, see 8030665-2016-00596.

Event description:
Peritoneal dialysis patient observed a fluid leak when removing the tubing set at the end of treatment. Fluid was noticed inside the cassette housing. The patient was not able to locate a leakage point on the set. Treatment was completed on the cycler. There were no alarms present. The patient has been advised by his nurse to perform manuals. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was treated with prophylactic antibiotics, ancef 1 gm and remained asymptomatic. The set has not been made available for evaluation.